Event description:
The manufacturer representative reported that there was a power on reset. It was noted that the implant was still in the box. The re presentative was able to clear the power on reset with the clinician programmer and did not use the implant for the case. The representative was going to check the implant again and if there was no power on reset it was going to be used for another case. No patient involved, no symptoms reported.